Event description:
It was reported that the asymptomatic patient presented for a remote follow up via merlin.net with a left ventricular lead that exhibited high pacing impedance due to suspected lead insulation damage that occurred during implant. Programming changes were made. The patient was in stable condition.